Event description:
Note: this report pertains to one of two wallflex biliary stents and two hurricane rx dilation balloon. Refer to manufacturer report# and 3005099803-2025-02308 for the associated wallfex biliary stents information. It was reported to boston scientific corporation that two wallflex biliary stents were used in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed in (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, a hurricane rx dilation balloon was used to dilate the stricture but the protective plastic sheaths covering the balloon was not removed and was pushed unintentionally into the bile duct by the physician. This incident went unnoticed as the sheath is not visible under fluoroscopy. The first wallflex stent (subject of this report) was then attempted to be implanted; however, the stent could not be advanced through the stricture, and it was improperly positioned. The first wallflex stent was removed, and another dilation was performed with a second hurricane rx dilation balloon, resulting in a second sheath being pushed into the bile duct by the physician. Subsequently, a second wallflex stent (subject of manufacturer report # 3005099803-2025-02308) was then successfully implanted to complete the procedure. Post ercp, the patient developed pancreatitis, resulting in abdominal pain and elevated amylase levels, which persisted for approximately 14 days. The second wallflex stent was scheduled to be replaced after six months. However, before the exchange could take place, the patient was admitted with cholangitis and elevated liver enzyme levels. A CT scan revealed that the second wallflex stent was occluded, and it was then noticed the two unretrieved sheaths from the balloons inside the patient. During the same admission, a new ercp was performed on (B)(6) 2025, revealing the second wallflex stent blocked by a large amount of bile duct stones and the two unretrieved sheaths located further up in the bile ducts. The stent, stones, and sheaths were then removed during a prolonged procedure. The patient developed mild pancreatitis after the second ercp procedure but is expected to fully recover.

Manufacturer narrative:
Block b3: approximated based on the date the procedure was performed. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the firs wallflex stent was removed.